Event description:
Bilateral mammary implants inserted. On 5/8/81 both implants removed on 12/4/96 due to alleged rupture of right implant, and replaced with saline implants. MFR of the silicone implants unknown.